Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged anvil. Additional information was requested and the following was obtained: on what tissue type was the device used? Pedicle. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. Echelon straight/flex: asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic radical cystectomy procedure the after the third firing it was noticed that the anvil was bent. The account stated that they did not fire the device over anything hard. A second device was used to complete the case with no patient consequence.